Manufacturer narrative:
The device has been returned for evaluation. The investigation was confirmed for torn material. The root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model f7006twsc, vascular graft, allegedly had cuts in the material. A patient was involved with no consequences. The patient's age, weight, and gender are unknown.